Manufacturer narrative:
Investigation is ongoing, no conclusion can be drawn at this time.

Event description:
Device report received from hospital (B)(6), indicates that three pangea heads popped off the bone screws inside the pt. The pt did not suffer any trauma that could have led to this situation. The heads were removed from the pt. This report is #1 of 3 for the same event.